Manufacturer narrative:
An inspection of the phoenix machine by a gambro tech was not required. The abd was checked by facility's tech and was found to be working within MFR's specifications. The machine continues to be used on other pts without further incidents. On 10/18/07, a gambro technical services (gts) was dispatched to the facility. He also checked the abd of the phoenix machine and confirmed that it was working within MFR's specifications. Gambro does not regard the submission of this report as an admission of liability. Gambro has found no evidence to suggest that its device caused or contributed to this pt's adverse event. Gambro has found no evidence to suggest that its device caused or contributed to this pt's adverse event.